Manufacturer narrative:
(B)(4). The customer returned one guide wire assembly for evaluation. The sample contained obvious signs of use in the form of biological material. Visual examination revealed one kink with offset coils near the distal tip. The returned guide wire contained one distinct kink 2 mm from the distal tip. The total length of the guide wire measured to be 600 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.794 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire was advanced through a lab inventory needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire contained one kink near the distal end. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the photo received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
According to the pcf the md was performing the procedure according to IFU. During insertion, tip of the swg (spring wire guide) was bent and could not pass anymore. The md was unable to proceed with the product and used new product.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
According to the pcf the md was performing the procedure according to IFU. During insertion, tip of the swg (spring wire guide) was bent and could not pass anymore. The md was unable to proceed with the product and used new product.